Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address discomfort, instability and tibial loosening at the cement to implant interface. Cement manufacturer is unknown. The tibial component removed and replaced. Doi: 2014; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (No code available (3191) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. The patient underwent a left knee revision due to pain, discomfort, difficulty walking, instability, swelling, osteolysis, and tibial tray loosening at the cement to implant interface. Two depuy cement products were used during the primary operation. It is noted the revision operative note reviewed is of poor quality and blurry with many parts that are illegible. Awareness date is 11/12/2019. Doi: (B)(6) 2014. Dor: (B)(6) 2018 left knee.